Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override. A technical support specialist (tss) remoted into the station, identified that there was no override icon on the screen, confirmed the issue was resolved after the product support engineer applied a server-side fix as per knowledge article, "station in critical override with no specific cause", and marked the case as complete. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in critical override, not connecting to the server, and had inaccurate patient lists available for selection. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.